Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the battery. The pump could not be charged normally despite attempts with multiple wall adapters and usb cables. The customer's blood glucose level was 106 mg/dl. The customer reported would continue to use the pump and has manual injections as alternate insulin therapy.